Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-06353. The pt had two leads (from the same lot). It was reported both leads were explanted due to an infection at the lead site. The explant date is unk at this time. It was also reported the pt has experienced skin erosion and bleeding at the ipg site. The pt may undergo surgical intervention again on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.